Manufacturer narrative:
Lot m0016150 consisting of 140 pieces was released on 10 may 2018. The expiration date listed on the label is 17 april 2021. There were no deviations or red-lined drawings in effect for this order. Further investigation underway.

Event description:
The user facility reported during a retina case they started to use a tano scraper and when they inserted it into the trocar they noticed the silicone tip was missing. They immediately removed tano scraper and the trocar from the eye. They inserted a new trocar and searched the eye for silicone and could not find any silicone particle.

Manufacturer narrative:
The product evaluation was completed on (B)(6) 2018. The part was received warped and inoperative and appeared that it had been sterilized. The associated port entry system (cannula) was not returned. A review under magnification from microscope shows silicone bead recessed inside the tubing cutoff indicating it was broken off. The portion of silicone bead (p/n 7206093) with the diamond dusted tip which should have protruded 0.103" from the end of the cutoff tube was missing confirmed the customers report. The returned part was examined by design engineering, manufacturing engineering, assembly team lead, quality control and quality engineering. The warping of the handle material from autoclaving made the part non-functional, limiting the plant''s ability to evaluate. Quality engineering opened synergetic corrective action 824607 for continued investigation. The team was unable to determine if the tip silicone bead was impacted during the manufacturing process or at the end user. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time. This incident was the first complaint received on this product since 2016. The average complaint rate since 2016 = 0.02% (1 complaint/4,367 units produced).